Event description:
During scheduled laparoscopic suprapubic hysterectony (lsh), started to lose pneumoperitoneum - visibility was poor. Unable to locate source of the loss of co2 making the procedure difficult. The surgeon converted to an open procedure.